Manufacturer narrative:
Complaint conclusion: an exoseal (unknown) vascular closure device (vcd) was inserted into a 5f 11cm brite tip sheath introducer; however, the distal end of the brite tip got frayed. It was then removed from the patient. There was no reported patient injury. The intended procedure was an endovascular therapy (evt) case. There were no visible signs of device/package damage prior to use. There were no anomalies noted when removed from the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There were no anomalies noted prior to inserting into the patient. Excessive force was not used during insertion. The procedure was completed by manual pressure. The product was not returned for analysis. A product history record (phr) review of lot 17956530 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip -¿ catheters ~frayed/split/torn - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors, such as operator technique, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿do not use if package is open or damaged. Note: refer to product labeling for the guidewire size that is compatible with the system components. Caution: if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an exoseal (unknown) vascular closure device (vcd) was inserted into a 5f 11cm brite tip sheath introducer; however, the distal end of the brite tip got frayed. It was then removed from the patient. There was no reported patient injury. The intended procedure was an endovascular therapy (evt) case. There were no visible signs of device/package damage prior to use. There were no anomalies noted when removed from the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There were no anomalies noted prior to inserting into the patient. Excess force was not used during insertion. The procedure was completed by manual pressure. The device will not be returned for evaluation as it was already discarded.